Event description:
Boston scientific crm received information that this right ventricular lead was found to be fractured. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this right ventricular lead was found to be fractured. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.